Event description:
Tpn pump stopped unexpectedly during infusion. Caregiver decided not to administer balance of tpn, but failed to adjust infusion pump. Pt required emergency room visit the following morning. No pump alarm was heard by caregiver. Caregiver just happened to notice that pump was not functioning. Error code 99 was noted on failed pump.